Manufacturer narrative:
Investigation summary: this memo is to summarize the investigation results regarding the complaint that alleges false positive performs a systematic approach to investigate false positive complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and visual inspection of customer returned samples, if applicable. An investigation and testing were performed on the batch number provided. The complaint was unable to be confirmed. There are no current trends against false positive. Bd quality will continue to closely monitor for trends. There were no corrective actions taken at this time. H3 other text : see h10.

Event description:
It was reported that while using bd veritor¿ sars-cov-2 and flu a+b a false positive result was obtained by the laboratory personnel. A rapid card test was used to confirm the results as false positives. There was no indication that results were reported out and there was no report of patient impact. Eua# (B)(4). The following information was provided by the initial reporter: "it was reported that customer is receiving false positive flu a result with triplex test. Confirmed by using a rapid card method"

Manufacturer narrative:
The following fields were updated with corrections: d.2. Product code: qmn; common device name: not classified.

Event description:
It was reported that while using bd veritor¿ sars-cov-2 and flu a+b a false positive result was obtained by the laboratory personnel. A rapid card test was used to confirm the results as false positives. There was no indication that results were reported out and there was no report of patient impact. Eua# (B)(4). The following information was provided by the initial reporter: "it was reported that customer is receiving false positive flu a result with triplex test. Confirmed by using a rapid card method."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd veritor¿ sars-cov-2 and flu a+b a false positive result was obtained by the laboratory personnel. A rapid card test was used to confirm the results as false positives. There was no indication that results were reported out and there was no report of patient impact. Eua#: (B)(4). The following information was provided by the initial reporter: "it was reported that customer is receiving false positive flu a result with triplex test. Confirmed by using a rapid card method."